Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The returned bearing was evaluated and was found to have been manufactured within specifications. Visual examination found evidence of wear on the bearing surface of both condyles. Based on the wear pattern, it suggests that the femoral component was contacting one side more than the other. The femoral component was not received; therefore, the cause of the wear could not be determined.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing was removed and replaced.